Event description:
The lead 4046/325331 was capped on (B)(6) 2023 due to other/non-product experience. Two lv epicardial leads were implanted and the one with the higher threshold was capped as standard procedure.